Event description:
Patient was implanted with femoral nail, helical blade, and 2 locking screws in approximately 2009. Patient was discovered to have a nonunion, date unknown. Patient was revised to va femoral plate system on (B)(6) 2013. No further information available at this time. This is 1 of 4 reports for this event.

Manufacturer narrative:
A lot number was obtained and device history record review was attempted but the lot number did not correspond to the part number. Therefore no evaluation of manufacturing records could be performed.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient experienced a fall at home and was implanted with femoral nail, helical blade, 2 locking screws, 2 cocr cables and auto graft on (B)(6) 2009. This is 1 of 6 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis.